Manufacturer narrative:
As reported, post implant of galaflex "some patients experienced mesh extrusion, which required surgical debridement and removal of the mesh as much as possible." The information provided is limited, multiple attempts were made to obtain additional information however, there has been no response. Based on the information provided, no conclusions can be made as why the devices allegedly extruded. Extrusion is a know adverse reaction listed in the IFU provided with the device. No lot number has been provided; therefore, a review of the manufacturing record is not possible. Note, the date of event (24-jun-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, post implant of galaflex "some patients experienced mesh extrusion, which required surgical debridement and removal of the mesh as much as possible."